Event description:
I was accessing the patient's mediport and upon priming the port needle the port tubing did not flush through the needle and met resistance with priming. The patient was not affected as I obtained another port needle and there was no problem with that needle for port access. Port needle that had the problem was gripper plus (deltec) lot 4089430 exp. 01-07-2026 ref number (B)(4).